Manufacturer narrative:
Patient ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. Device model number, lot number, catalog number, expiration date and UDI unk. Device 510k number unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. The physician used a 14f glidelight laser sheath to aid in extraction of the ra lead first. Approximately two minutes after the ra lead was successfully removed (no lasing occurring), the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and pericardiocentesis, but efforts failed. Additionally, the patient was not a surgical candidate, thus surgical rescue was not attempted; therefore, an exact injury location could not be confirmed. However, it was believed the injury was in the region of the right atrial appendage. This report captures the lld providing traction to the ra lead when a perforation believed to be in the region of the right atrial appendage occurred, requiring intervention but resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.